Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of the polaris height adjuster broke in the polaris screw while adjusting it. The screw was removed. There were no patient impacts.

Event description:
It was reported that the tip of the polaris height adjuster broke in the polaris screw while adjusting it. The screw was removed. There were no patient impacts.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation visual inspection revealed that the tip of the device was fractured off. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review per DHR review, the part was likely conforming when it left zimvie control. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.